Manufacturer narrative:
Concomitant medical products: product ID: neu_ens_stimulator, serial#: unknown, product type: external neurostimulator. Other relevant device(s) are: product ID: neu_ens_stimulator, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an external neurostimulator (ens) in advanced evaluation. It was reported that they had to have the lead removed due to an infection. No further patient complications were reported as a result of this event.